Event description:
The patient presented in-clinic due to episodes of dizziness. Upon investigation, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. X-ray imaging was performed but no lead abnormalities were observed. The noise was able to be reproduced via provocative testing. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.